Event description:
Pt was sitting on bsc leaning forward, lost balance. Leaned right onto hemi walker. Leg of walker broke, pt fell. Sustained fx (l) ring finger. Swelling and bruising to injured area.